Event description:
Dr noted asymmetry after placement of this 255cc implant. At explantation a volumetric eval showed a 230cc volume. The implant appeared intact and no leaks identified. Pt appeared symmetric with the new 255cc implant.